Event description:
It was reported that the pulse generator exhibited intermittent ventricular output during autocapture testing. No intervention was performed. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.